Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The cable, connector and pins are in good condition. No other anomalies were noted. The device was connected to a test generator, and it was immediately recognized. The device was activated for one minute on ablation and coagulation. The device worked as intended. The device will be sent to the manufacturer for suction testing and further analysis. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was not returned in its original packaging. There is residue overactive tip. Cable and plug are in good condition. Electrical checks: the device passed all the parameters. Functional checks were performed using generator. The device failed the flow rate test before and after activation. The suction failure was further investigated by subjecting the device to both positive and negative pressure. The post activation flow rate test was repeated and still fails to reach the minimum specification. It is unknown what the residue is. It appears to be procedural debris, which was instantly evaporated during the activation test by the plasma forming on the active tip, trace quantities of the residue are still visible inside the packaging. The residue which was initially visible on the active tip is considered to be procedural debris built up inside the suction path. From our internal investigation performed on the returned complaint device, we were able to confirm the customer reported event 'the suction of the vapr was not working. The device was found to fail flow specifications both prior to and after activation due to a build-up of tissue debris at the distal end of the electrode which could not be cleared during testing at atl UK. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. No manufacturing defect was found with the returned device. The product instructions for use (IFU), cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. (This is an extract from the instructions for use (IFU). The suction failure mode has been reviewed against the systems risk assessment document, the highest identified risk within for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irrigant flow, risk matrix line 1000 applies. Resulting in reduced visibility & increased procedure time - patient under anesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is 'minor' and 'frequent' and rated as as low as reasonably achievable (alra). The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure. As per instructions for use (IFU); do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device u2412001 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, UDI, h4: the device lot number, expiration date, device manufacture date and UDI has updated accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the suction of the vapr tripolar 90 suction elect device was not working. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, h4, UDI: the lot number is currently unavailable; therefore, the device manufacture date is unknown and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.